Manufacturer narrative:
Concomitant medical product: w1tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited small p waves and some far field r-wave (ffrw) over-sensing. Reprogramming occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.